Event description:
It was reported that pump experienced malfunction alarm malf 24 that could not be reset, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, confirmed shipping details, provided instructions for storage mode and for returning malfunctioning pump within required timeframe, and advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement pump.